Manufacturer narrative:
Engineering evaluation: the event is already addressed in the labeling. No action is needed. Manufacturer narrative: sanofi confirms that no quality issues have been identified in the overall manufacturing process of sculptra lot a4081 which resulted to be conform to the cgmp and to the specifications requirements. Pharmacovigilance comment: a causal relation between the events and the treatment seems possible. The reported events are addressed in the label. Distribution comment: the case report does fulfill criteria for regulatory reporting.

Event description:
The case involves a (B)(6) female subject. The subject was using an unspecified bi-est cream topically for post-menopausal dryness. The subject had a medical history of post-menopause. The subject had received treatments of sculptra aesthetic on the following dates totaling 16ml into the nasolabial folds: (B)(6) 2016. The subject has had skin nodules present on the right and left nasolabial folds for about approximately one year, which have been followed clinically. During an unscheduled visit in (B)(6) 2017 the subject disclosed that she felt the nodule on her right nasolabial fold had gotten worse since she was seen in (B)(6) 2017. The subject was treated with oral doxycycline 200 mg daily without improvement. A biopsy of the lesion was performed on (B)(6) 2017. The skin biopsy results on (B)(6) 2017 confirmed the diagnosis of foreign body granuloma with no infectious etiology. The investigator determined the causality of the event to be serious, and related to the study device.